Manufacturer narrative:
Our investigation into this complaint is now complete. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, which confirms that the pump device worked as expected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a patient's pico 7 device ceased working after 3 days, all lights lit up on the pump. Patient had gone through airport security x ray system. Pump and treatment discontinued due to pump failure. No negative impact on patient.